Manufacturer narrative:
The pump was received with no button response due to a flattened act and esc button dome switch and lcd keypad connector unlocked. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current test. The pump had a cracked case at the display window corner, cracked battery tube threads, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. No further details provided.